Event description:
It was reported that during normal follow up, inappropriate atp and hv therapy due to noise were observed. Device and lead were explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A partial lead was returned for analysis. The damage found was sutained during the surgical proedure. The portion of the lead that was returned was otherwise normal.